Event description:
(B)(6) af study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Following a successful procedure, the patient was discharged on aspirin 100mg and clopidogrel 75mg. 92 days post index procedure, (B)(6) 2022, a thrombus on the laa was visualized via transesophageal echocardiogram (tee). Aspirin and clopidogrel prescriptions were paused and apixaban 10mg was started in response to the presence of the thrombus. No patient complications were reported.

Event description:
Champion af study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Following a successful procedure, the patient was discharged on aspirin 100mg and clopidogrel 75mg. 92 days post index procedure, (B)(6) 2022, a thrombus on the laa was visualized via transesophageal echocardiogram (tee). Aspirin and clopidogrel prescriptions were paused and apixaban 10mg was started in response to the presence of the thrombus. No patient complications were reported. It was further reported on (B)(6) 2022, 15 days post index procedure, the patient presented to the emergency department with weakness of the right arm and leg, and dysarthria. A neurological examination was given and the national institute of health stroke score (nihss) result was 4 and the modified rankin score (mrs) result was 3. Patient was admitted to the intensive care unit. A cranial computed tomography, a computed tomography angiography, and a computed tomography perfusion revealed plaque buildup of the left proximal subclavian artery with severe stenosis and small ulceration through to the outflow of the left vertebral artery. The right vertebral artery showed severe outflow stenosis. Duplex ultrasound visualized intima media thickness of the right common carotid artery measuring 0.9mm. The ultrasound also revealed hyperechoic plaque in the region of both carotid bulbs. Mild acceleration of flow in the distal segment of the middle cerebral artery was observed at approximately 120 cm per second. Two days after the patient present to the emergency department a cranial magnetic resonance imaging revealed an acute infarct demarcation of the corona radiata on the left, with a chronic partial posterior infarct in the left occipital paramedian region and microangiopathic white lesions with pontine involvements. On (B)(6) 2022 the nihss was 3 and the mrs was 2. The patient was discharged with outpatient follow up physical and speech therapy.